Event description:
It was reported that during a hip arthroscopy procedure, the tip of the unit broke off in the patient's joint resulting in an hour delay.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. The unit was visually inspected without magnification. A tip breaking (electrode fell off) condition was confirmed. The missing flower shaped electrode portion was not returned for evaluation. Some scratch wear marks were observed on ceramic, lumen and insulation. In addition, the probe¿s wand was bent. This is not a bendable part number. The wear marks as well as the fact that the wand was bent is indicative that the device could have been used to displace bone, that excessive torque forces were applied or that the unit could have been scrapped against a rigid object which resulted in the reported damage of the tip. A possible user related (misuse) possible contributor cannot be ruled out based on the unit¿s visual inspection, which indicate that the unit was extensively used during surgery for cutting. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a hip arthroscopy procedure, the tip of the unit broke off in the patient's joint resulting in an hour delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.